Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm medium-large clip applier instrument doesn't clamp. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information: the incident was identified while loading a clip onto a clip applier. The issue was resolved by using a back-up instrument.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm medium-large clip applier instrument for failure analysis investigation. The instrument was analyzed and found to have broken yaw inputs related to the customer-reported complaint that the tip does not clamp. The grip input disk axis was found broken. Due to the fully broken inputs, functional testing for motion-related issues could not be performed. No other components near the broken inputs were damaged, which may indicate potential improper reprocessing. Additional observations not reported by site: the instrument was installed on an in-house system and driven. The instrument exhibited imprecise motion in the yaw direction. The grip tips moved in the commanded direction; however, a lag or delay in the motion was observed. If the input disk is fully broken, then the instrument can fail to engage. The issue is immediately detectable by the surgeon due to loss of instrument functionality. The probable root cause of the broken input grip tips is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks and may cause the input disk to break and separate from the instrument. The broken yaw inputs prevented the instrument from transmitting motion effectively causing the imprecise motion.

Event description:
Refer to h11 for follow-up information.